Manufacturer narrative:
There is no indication of a malfunction of the mr system or coil used that could have contributed to the incident. It is concluded that the injury was the result of direct contact between the inside of the thighs which allowed an rf loop to form. This caused a skin-to-skin contact rf burn. No padding was used to prevent this contact from occurring. This incident is considered a user error that could have been prevented if the instructions for use had been observed.

Event description:
Philips received a report that a patient suffered a 2nd degree burn of about 25-30mm on the inside of thighs during an examination.